Event description:
During an x-ray five weeks following stent placement in the antecutebal space, it was observed that the stent had migrated to the left superior pulmonary artery. No intervention has been taken to date. The pt is to continue anticoagulation therapy as previously prescribed. The cause of the event was likely that the physician prepped the venous with an 8mm balloon and then implanted a 6mm stent.

Manufacturer narrative:
The stent remains in the pt. There was no device analysis performed. The cause of the event is likely user error as the physician prepped the vessel to 8mm balloon and then placed a 6mm stent. This would inhibit the stent from adhering to the vessel wall.